Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The returned insert received from the practice was reviewed in the qa lab on 06/15/2017 for the complaint of the insert is getting hot. This could not be tested as is our normal process due to the fact that the insert is incapable of functioning for an extended period of time due to having a cracked braze joint between the connecting body and the stack. This condition causes the insert to have very low oscillation or no oscillation which would cause very low temperature readings and not allowing for an accurate assessment.

Event description:
While using a 30k fsi-sli-10s insert, the insert was getting hot; no injury resulted.

Manufacturer narrative:
This could not be tested as is our normal process due to the fact that the insert is in capable of functioning for an extended period of time due to having a cracked braze joint between the connecting body and the stack. This condition causes the insert to have very low oscillation or no oscillation which would cause very low temperature readings and not allowing for an accurate assessment. In conclusion, I could not test the insert for temperature due to the insert having very low oscillation from the cracked braze joint.